Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was that the caller reports that for the past couple of days they have been trying to charge the patient's implant, but the charge level has not advanced past 25%. The caller indicates that they would leave it on for an hour or two, but it would still not move. The caller noted that no coupling bars were shaded in. Advised the caller to reposition the antenna and they were able to get all 8 bars shaded. The caller will monitor the issue and call back if it persists. During the call, the caller noted that the second quartile was flashing during recharging.